Event description:
Pt reported obtaining back-to-back blood glucose results of 300 mg/dl and 130 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. A level-one control test had reportedly been performed on the system; however, pt could not remember the results. Technical support requested the return of the suspect product and replacement product was shipped.